Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable low elecsys troponin t stat assay result for one patient sample. The initial result was <0.01 ng/ml and was reported outside of the laboratory. Six hours later, a second sample was drawn from the patient and the result was 1.03 ng/ml. The laboratory rested the first sample and the result was 0.836 ng/ml with a data flag which was believed to be correct. An amended report was issued. The patient was not adversely affected. The reagent lot number was 27349701. The expiration date was requested but was not provided. The field service representative could not find a cause. He checked the system and ran precision testing which all passed within specifications. He found the customer using roche false bottom tubes, but was not using cup adapters. Upon follow up, the customer confirmed they had issue since the service visit. The investigation was unable to find a definitive root cause. Based on alarms found in the analyzer alarm trace, a mis-sampling of the sample occurred.